Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the beginning after starting of the procedure and the automatic detector movement to 0° can¿t be reached but it can be reached manually, and procedure was completed on the same device without any delay. It was reported to philips that the system is unable to perform geometry movements. Review of the logfile shows system unable to perform geometry movements malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and performed reconfiguration and recalibration of the l-arc/c-arc axes, detector, and collimator to resolve the issue. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed using the same system without any delay. This is not likely to cause or contribute to death, or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.